Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -08.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was replaced with a longer length lens due to low vault on (B)(6) 2022. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Patient weight: unk. Patient ethnicity: unk. Patient race: unk. (B)(4).